Manufacturer narrative:
Analysis cannot be performed and root cause cannot be identified. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
On (B)(6) 2017 the patient opened a new contact lens, in the evening the patient states she experienced pressure in the eye. After removing the lenses, the patient reports symptoms of eye pain and burning. The next day the patient sought medical treatment with symptoms of redness and photophobia and was diagnosed with keratitis, interstitial and deep and examination revealed conjunctival injection and a paracentral erosion of the left eye (os). The patient had seven visits to (B)(6) from (B)(6) 2017 and was then referred to a specialist. During treatment, the patient was prescribed foxal, gentak, and dexagenta and was advised to use preservative free artificial tears. Floxal was replaced with vigamox at the patients third visit and gentak was discontinued at the fifth visit as it was not well tolerated. Swabs and scrapings were taken of the eye and contact lens storage container/storage solution. Results for aerobic/anaerobic bacterial and fungal cultures, of the eye all returned with no germination. The contact lens storage container/storage solution, which were exposed to environmental contaminants, cultured positive for pseudomonas aeruginosa and staphylococcus epidermidis in the right eye and pseudomonas aeruginosa in the left eye. During the follow-up period, the erosion developed into a 1mm paracentral infiltrate, but was reduced in size to 0.5mm by the last visit. This event is being reported due to the interventions received and unknown resolution.